Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, the pump had unresponsive buttons due to corroded keypad traces. The pump also had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 78 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.